Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, the reported atrial perforation was due to the procedural circumstances as the steerable guide catheter (sgc) advanced through the septum to reach the left atrium. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septal defect (asd) it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had preexisting thrombus in the right atrium (ra). Two mitraclips was successfully deployed, but due to concerns of the preexisting thrombus, the physician decided to use an amplatzer closure device to close the atrial septal defect (asd). It was noted that the thrombus did not worsen during the procedure. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.